Event description:
The a3059 mayfield composite series skull clamp slipped on a (B)(6) year old female patient and caused injury. The incident occurred on (B)(6) 2016. She was undergoing a posterior cervical decompression and fusion, a c-3/c-4 posterior decompression laminectomy, a c-3/c-5 instrumentation and fusion. Details of the incident were provided by the nurse who was present for case: just after the surgery started, the doctor has asked the nurse to check the mayfield skull clamp because he felt like something had moved. The nurse checked all of the connections and they were tight so they continued with the surgery. As they were closing the case, the head slipped in the pins. The surgeon unscrubbed to hold the patient's head. After the patient was flipped back onto the stretcher the surgeon noticed a 1 - 2 centimeter laceration on the right side of the head and was treated with staples.

Manufacturer narrative:
Integra has completed their internal investigation on 01/11/2017 . The investigation included: methods: evaluation of actual device, review of device history records, review of complaints history. Results: engineering was not able to confirm the customer complaint as the statement was broad. Thus, engineering inspected the part¿s lock/unlocking mechanisms and torque screws¿ output forces. ¿ the skull clamp was mounted onto their fixture and got assembled with a wooden block as pictured below. The starbursts threads from both sides worked perfectly. ¿ the skull clamp¿s lock/unlock mechanism work fine as intended. Also, the skull clamp¿s rocker/swivel interface rotates smoothly on its axis. ¿ also, the torque screw was subjected to test procedure, tp1419, where the pressures were checked at 20, 40, 60, and 80 lbs. At intervals +/- 4 lbs. Deviation and it was within specifications: the device history record for the unit(s) listed in this complaint under lot code/work order: (B)(4) on 03/01/16. A total of (B)(4) were produced of this lot. No abnormalities relate to reported incident found nor where there any variances, mrr¿s or reworks associated with this lot/work order number. No service history on file. No manufacturing or design related trend has been identified. Conclusion: in summary, engineering was not able to confirm the customer complaint about the skull clamps ¿slipping¿. All the inspections necessaries were performed and none of the characteristics malfunctioned. This issue will be monitored for trending.